Event description:
As reported: "patient at 3 pm walking felt a popping with no falls or acute mechanism. After that unable to ambulate and pain. Revision surgery performed due to broken nail".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.